Event description:
Customer reported via phone call, he is experiencing high blood glucose and it went up to 487 mg/dl. Customer stated that three hours prior her blood glucose was 299 mg/dl. Customer was currently driving and was unable to complete troubleshooting. Customer attempted to treat the high blood glucose with a bolus. Customer was advised once she got home to do a complete set change. Customer stated she will call her doctor the next day. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.